Event description:
Tubing was pulled out of pump, which alarmed, but facility claimed the alarm was too soft. Because of the dislodgement, pt received a bolus of enteral feeding. This was reported to have caused some abdominal distension,but the abdomen remained soft and residuals were not checked. Pt had loose stools following the episode, but the pt usually has loose stools.